Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device interrogation, multiple episodes of auto mode switches were noted since (B)(6) 2017. The stored electrograms exhibited noise on the atrial lead. The longest episode was 18 seconds long. The device was at eri. When the patient presented for device changeout due to normal eri, the lead was manipulated and tested. No noise was observed. The lead was connected to new device and all parameters were within normal limit. The patient was stable.